Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a routine order of tpn was ordered and programmed to infuse at 11.2ml/hr with a volume to be infused of 268.1 via interoperability on infusion set ref # 2420-0007. However, there was an alleged over infusion of the medication. Labs were drawn on patient, IV fluids were decreased and dextrose 10 water was added. Additional information was received by the customer during an on-site visit by manufacturer representative. Customer determined this event was a user programming error. It is nicu practice to change the volume to be infused every hour for an hour's worth of fluid and there were discrepancies noted during this infusion review not only in rate but in the volume programmed in the volume to be infused.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a routine order of tpn was ordered and programmed to infuse at 11.2ml/hr with a volume to be infused of 268.1 via interoperability on infusion set ref # 2420-0007. However, there was an alleged over infusion of the medication. Labs were drawn on patient, IV fluids were decreased and dextrose 10 water was added. Additional information was received by the customer during an on-site visit by manufacturer representative. Customer determined this event was a user programming error. It is nicu practice to change the volume to be infused every hour for an hour's worth of fluid and there were discrepancies noted during this infusion review not only in rate but in the volume programmed in the volume to be infused.